Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator was in back-up mode due to exposure to electrocautery. After downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator was exposed to electrocautery and exhibited no output. The device was explanted and replaced.